Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked case at display window corner and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed no delivery excessively since the day prior to the call. The customer stated that she had to change the infusion set for the fifth time, and she was getting another no delivery alarm. The blood glucose reading was 163 mg/dl at the time of the call. She stated that she thought there was something wrong with the insulin pump itself. No significant events leading to the alarm were observed. She stated that she had previously tried to troubleshoot and all remedies had been unsuccessful. No bent cannulas were observed. Advised replacement of the insulin pump. Nothing further reported.